Event description:
It was reported that the user announced a usual meal, consumed more than typical, and subsequently experienced hyperglycemia with blood glucose reaching 360 mg/dl while using the ilet; the user had changed the infusion set earlier the same day and reported no device alarms or symptoms. Symptoms included no clinical manifestations reported. Outcomes included no medical intervention, no hospitalization, and routine follow-up planned. Investigation included user troubleshooting and education with review of use conditions. Investigation of this case revealed no confirmed device malfunction and an undetermined cause for the high glucose. It was concluded that the event was consistent with hyperglycemia of unclear cause without injury, with contributory factors possibly including meal-related variability. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.